Event description:
Per the surgeon, the antenna portion of the device extruded through the skin. The device was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4)

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device ruptured during filling. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4)